Manufacturer narrative:
This report is being submitted as part of a sys level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department physician is in the process of reviewing pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related mdrs: 2937457-2014-01134, 8030665-2014-00495, 1713747-2014-00298, 1225714-2014-00413 and 1225714-2014-00414.

Event description:
During review of med records, it was discovered pt had cardiac arrest and subsequently expired. Findings from the med records: pt in recliner at dialysis ctr. Staff states he completed one hour thirty minute of dialysis. Pt became less responsive than normal. Blood pressure low. Pt alert to voice and pain. Moved to micu, IV not attempted due to poor venous access and port still in left arm. Pt monitored in route. Transferred to ER staff. Clinical impression respiratory failure at 1435, pt without a pulse, no respirations, pronounced dead. The death certificate reported: immediate cause of death: coronary artery disease, end stage renal disease, and chronic obstructive pulmonary disease and significant conditions contribute to death. Myocardial infarction.